Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an infection at implant site. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.